Event description:
It was reported while testing for sars-cov-2 4 a possible false negative result was obtained. There was no report of confirmation testing being done. The results were reported to the dr. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0240155. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
Eua#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 4 a possible false negative result was obtained. There was no report of confirmation testing being done. The results were reported to the dr. There was no report of patient impact. Eua # (B)(4).